Manufacturer narrative:
(B)(4)

Event description:
The customer reports the swg (spring wire guide) was found kinked prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned a cv-17702-e cvc kit with various components. The spring-wire guide (swg) will be used for this investigation. Visual examination of the swg revealed that it was packaged and returned in a plastic glove and tightly wrapped around itself. In addition, the j-bend tip was unnoticeable due to the way the customer packaged the device. Signs of use could also be seen on the device prior to decontamination. Once the swg was unwrapped, the j-bend was noticeable and undamaged, and multiple kinks were discovered in the swg. However, since signs of use were found on the device and the swg was returned tightly wrapped around itself (creating additional bends in the swg), it is unknown if the kinks in the swg were created before use, during use, or before shipment for investigation. The distal and proximal welds were still intact, full, and spherical. Prominent kinks in the swg were located approximat ely 130 mm and 300 mm from the distal weld. The length and outer diameter of the guide wire were measured and were found to be within specification. A manual tug test confirmed both the distal and proximal welds are fully intact. A device history record review was performed with no relevant findings. The instructions for use provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint of a kinked guide wire was confirmed by complaint investigation. The returned guide wire body contained multiple kinks. However, since signs of use were found on the device and the swg was returned tightly wrapped around itself (creating additional bends in the swg), it is unknown if the kinks in the swg were created before use, during use, or before shipment for investigation. The guide wire was able to pass relevant dimensional tests and a device history record review was performed with no relevant findings. Based on this information, the probable cause of this complaint could not be determined as the time of discovery did not match the sample received and due to the tight packaging of the returned swg. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the swg (spring wire guide) was found kinked prior to patient use.